Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 2 weeks prior to the date of this report, the patient had an episode in which he "overdid it" (not further specified) so he took oral medication and then started to experience symptoms. The patient's pain level was rising, the patient had pins/needles sensation, and the patient felt hot and cold at the same time. During this time, the patient was switching his oral medication from oxycodone to hydrocodone. The patient thought the pump was the cause, so he went to the ER (emergency room) and requested the ER staff contact his pump hcp (healthcare provider). However, the ER staff refused to contact the hcp. The patient's hcp office was located 150 miles away and the patient went to the local ER as his hcp instructed he should if he felt anything was wrong related to the pump. The patient was given "lots" of medications such as antibiotics and antivirals from the ER, which the patient took, however they made him sick in that the patient had diarrhea for 3-4 days. The pump and catheter were checked and a health care professional (hcp) confirmed the pump was fine. There was a ¿t¿ shape in the x-ray of the catheter and the patient was wonder ing if he has a possible kink. The patient¿s pump hcp had not yet seen x-rays. The pump was used to infuse clonidine, baclofen and morphine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Omitted information, refer to pe 700851953 for severe pain, clonidine added to drug mixture. Additional information was received from a consumer indicated that patient was receiving clonidine, bupivacaine, baclofen, and morphine at unknown concentrations and doses via an implantable infusion pump. The indication for use was spinal pain as well as pain in the thorasic area which clonidine was prescribed to help with diaphragm spasms that caused the patient to not be able to breathe. The patient noted that for years he had been taking oral medications in the evening that included a "norco" and half of a muscle relaxer. It was reported that every 3 months ( 6 times since he has had the pump) the patient suddenly goes into what seems like withdrawal. Once he goes into the emergency room and they find out he has a pain pump it seems like he is treated for withdrawal. The patient's symptoms included: burning all over, blood pressure and pulse rate skyrocket, smells things really weird, and the patient experiences panic and dry heaves. To treat the patients withdrawal he was given morphine once and another time something else. It was reported that one time he went to the emergency room it was discovered that the catheter was broke and he was sick for a month. The caller stated that the pump site swelled and he ended up having an emergency surgery to repair the catheter. The last time the patient experienced the withdrawal and an emergency room visit he stopped taking his oral medication, cold turkey. It was reported that the healthcare provider (hcp) has been informed about the patients symptoms and ER visits but has not been able to determine the cause. The caller stated that he was exploring the option of finding a new hcp or having the system removed. The caller was provided a list of hcp's that work in his area for contact. No further complications have been reported as a result of this event.